Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). The expiration date is currently unavailable. See associated medwatch: 1221934-2017-50017.

Manufacturer narrative:
Product complaint # (B)(4). The complaint device is received and evaluated along with npd engineer. Visual observation of the returned devices reveals that the anchor on this device was broken near the distal tip and hanging on the suture. There was tissue debris found at the distal tip of the anchor. The sutures of this device were unfolded and removed from the suture card. The anchor on the inserter shaft was very difficult to remove, thus confirming the complaint. The anchor inserter shaft dimensions were measured near the distal tip of the device against the manufacturing drawing. Measurements were taken at hexagonal inserter shaft at multiple locations and were found to be within the dimensional tolerance. The interaction of the suture in the handle seems to be a more likely root cause. This could be due to the customer not releasing the suture from the paperboard in the handle, or the customer¿s suture tails were tangled proximal to the handle opening, thus causing a mass which could not pass through the handle opening for driver removal. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). See associated medwatch: 1221934-2017-50017.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable. See associated medwatch: 1221934-2017-50017.

Event description:
Could not detach. The screw and pod combined, and the pod can't be pulled out normally from the screw during rotator cuff repair operation. The devices were retrieved from the patient. Changed other devices to complete. There is no report of patient injury.